Manufacturer narrative:
(B)(4). Physio control provided the customer technical assistance and parts information to troubleshoot the issue and repair the device. Follow up with the biomed found that the customer declined physio repair offer and opted to retire the device. Hence, further investigation to determine the cause of the reported failure is not possible.

Event description:
It was reported that the device failed to detect a patient connection during an event. A second defibrillator was immediately made available and used to treat the patient. The patient did not survive the incident. The responders informed that the device use had no adverse effects on the patient outcome. There were no further details on the event and/or the patient provided.